Event description:
Per provider manifold is cracked. Per independent repair statement the unit was alarming with a red light. The sieve material was saturated, the manifold was cracked and there were leaks at tie wraps and at hose clamps.